Event description:
Facility alleges visible internal blood leak during dialysis. Machine alarmed 15 minutes into dialysis. Dialysis stopped; dialyzer replaced. Treatment resumed without further problem. Estimated blood loss 200cc. No patient injury reported.